Manufacturer narrative:
The reported complaint that the autopulse platform (sn 24190) is displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to a failure of both single point load cells. A review of the archive data showed multiple occurrences of ua07 messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load-sensing system of the device detected a weight/load imbalance between the two load cells. Upon conducting the load cell characterization test, the result determined that both single-point load cells were over-reporting. Both load cells were replaced to remedy the reported complaint. After servicing, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) is displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. This was noticed during shift check. No patient involvement.